Manufacturer narrative:
Updated: d8, d9, h3, h6, h11. This report is being supplemented to provide additional information based on the final investigation. Based on the results of the investigation, the reported exposed fibers in the channel issue was confirmed and determined to be the result of damage/a tear in the channel. A definitive root cause of the tear could not be determined, however, it is likely the issue was due to material deterioration as a result of wear and tear due to stress of repeated use, and or user handling. Olympus will continue to monitor field performance for this device.

Event description:
No additional event information was reported by the customer.

Event description:
It was reported that during reprocessing of the colonovideoscope, exposed fibers in the channel were observed. There was no patient involvement or harm reported as a result of the event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.